Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(4) 2021 getinge became aware of an issue with powerled surgical light. The paint was chipping from the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Previous: b5 describe event or problem: on 4th march, 2021 getinge became aware of an issue with powerled surgical light. The paint was chipping from the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination. D1 brand name: powerled, d4 model # ard568350931, d4 catalog # ard568350931, d4 serial # (B)(6). Corrected: b5 describe event or problem: on 4th march, 2021 getinge became aware of an issue with x-ten surgical light. The paint was chipping from the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination. D1 brand name: x-ten, d4 model # ard567801150, d4 catalog # ard567801150, d4 serial # (B)(6).

Event description:
On 4th march, 2021 getinge became aware of an issue with x-ten surgical light. The paint was chipping from the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Getinge became aware of an issue with x-ten surgical light. The paint was chipping from the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination. According to the service technician, the issue occurred due to ageing of the device. Moreover, the information about inability to perform the repair due to end of lifetime of the product was shared with the customer. It was established that when the event occurred, the surgical light did not meet its specification and it contributed to the event. There is no information if in the time when the event occurred, the device was or was not being used for patient treatment. During the investigation, it was found that in the past the reported scenario has never lead to serious injury or worse, to death. According to the subject matter expert¿s analysis: all maquet sas products comply with: iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. Iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. Paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. Disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. The paint chip or paint damages are due to: impacts, collisions (abnormal use). The operating manual includes the instructions to pre-position the arms prior to use, in order to prevent damages. To prevent any similar incident, it is recommended to avoid the collisions between devices. Visual inspections during the cleaning allow to detect the painting defect, we recommend to perform corrective maintenance to rectify the default after its detection. Minor pain chip can be repaired with touch up paint, nevertheless the parts impacted by serious damage must be replaced. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed, despite the device¿s ageing process, the incident could have been avoided.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. The correction of h4 device manufacture date deems required. This is based on the internal evaluation. Previous h4 device manufacture date: 06/11/2014 corrected h4 device manufacture date: 08/28/2009

Event description:
Manufacturer's reference number (B)(4).